Event description:
Caller reported that the screen of the pump was completely black with a light glow and some vertical lines, impacting the ability to interact with or read the device. Blood glucose levels were confirmed to remain within the normal range during this issue. Reportedly, customer reverted to manual injections for insulin therapy.